Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to run patient samples and (B)(6) survey material samples comparisons between both vistas, which resulted in one corrected patient result. None of the results in the cap survey resulted discordant. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran mix tests which failed for reagent probe 1 and 2. The cse replaced the reagent mixers and cables, and reagent 2 cleaner pump due to absence of "cleaner at port errors" during service method run. Service methods were rerun, and all tests passed. Quality controls, precision testing and patient correlations were run, all resulting within range. The cse proactively serviced the integrated multi-sensor technology rotary valve, and replaced the cuvette washer tubing due to visible debris. The cse then performed auto-alignments and ran quick check. The cause of the discordant, falsely low ca result obtained on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The customer repeated the sample on the same instrument and an alternate dimension vista instrument, resulting higher. The corrected result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.